Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4 failed and required maintenance. A field service engineer found that full height auxiliary drawer 4 was not detected as closed, inspected the drawer, and discovered that the retractor band was broken and had ripped out from both controller cards. Further, fse replaced the retractor band and the controller boards and also noticed that the 25-foot gray bus wire had some damage from being tugged excessively, so it was replaced as well. Fse reassembled the entire device, rebooted the diagnostics application, tested multiple components on the device, rebooted to the device application and assigned the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed required maintenance the customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.